Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s healthcare provider (role/title unspecified) reported that at 2:00 am, the patient¿s dexcom was showing above 300 mg/dl but his fingerstick bg value was less than 40 mg/dl. She stated that the patient¿s bg had dropped because he had over treated the inaccurate high cgm reading with stacked insulin dosing at bedtime. His wife and son were with him and paramedics were called to the home. No symptoms or treatment details were provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.